Event description:
Imanufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. It was noted that no bacterial filter was used on the expiratory inlet when administering medication via the nebulizer. The aerosoled drugs had entered into the ventilator and damaged the expiratory channel pc board, thus giving the reported technical error code which indicated an error in the expiratory flow measurement. The expiratory channel pc board was replaced and the internals of the ventilator was cleaned. Electrical safety test was performed with successful result, and the ventilator was then returned to service. The user¿s manual states a warning that nebulizer should not be used without a bacterial filter connected to the expiratory inlet of the ventilator. The root cause of the reported event was the lack of bacterial filter on the expiratory inlet when using nebulization.

Event description:
It was reported that the ventilator generated a technical error code indicating an internal communication error. There was no patient harm. There was no patient involvement.